Manufacturer narrative:
The device was returned for evaluation. The returned device was evaluated and performed as designed. No bend was observed in the cannula. Investigation also found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula, a failure of the pod to deliver insulin, or the reported high bg levels. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels exceeded 500 mg/dl while wearing the pod between 4 and 24 hours. The cannula dislodged from the infusion site (hip) and was found in the shape of a 7 (bent). An injection of new pod was applied the patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6).